Event description:
It was reported, the pt ((B)(6)) is not receiving effective stimulation for her right calf/ankle pain. The pt's lead was allegedly implanted at t9. It was reported, the pt also has been experiencing headaches unrelated to the scs system and needs to undergo an MRI procedure to further investigate the cause of the headaches. The physician plans to explant the pt's system due to the need for an MRI procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.